Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04-12-2017 device evaluation: the device has been returned and evaluated by product analysis on 06-11-2017 with the following findings: the keypad was undamaged, but the up button was intermittent. The keypad cover was opened and the ok contact was damaged. Unrelated, the bolus button cover was torn and the display was dim and discolored.